Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an using "unknown triathlon ts femur/ stem" was reported. The event confirmed based on medical review. Method & results: product evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The photographs show biological material on implants and broken stem can be noted. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: fracture of a femoral stem at the stem implant junction can be confirmed. Revision surgery cannot be confirmed without additional medical records. Root cause: if confirmed the root cause of a revision surgery would be the failure and fracture of the femoral stem junction. The root cause of the mechanical failure of the implant cannot be determined without additional information and perhaps examination of the explant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the event confirmed based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Saw a patient in the emergency room with a painful le. X-rays revealed that the patient had undergone a triathlon revision total knee. The x-rays also suggested that there may have been a disruption of the junction between the triathlon ts femoral component and the revision femoral stem. Dr. Elected to perform revision surgery. The surgical procedure confirmed that the aforementioned junction had in fact failed. Dr. Elected to revise the components to a gmrs distal femoral replacement.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr ...saw a patient in the ER with a painful le. X-rays revealed that the patient had undergone a triathlon revision total knee. The x-rays also suggested that there may have been a disruption of the junction between the triathlon ts femoral component and the revision femoral stem. Dr...elected to perform revision surgery. The surgical procedure confirmed that the aforementioned junction had in fact failed. Dr...elected to revise the components to a gmrs distal femoral replacement.